Manufacturer narrative:
Seven batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of the manufacturing documentation confirmed that (B)(4) met all requirements for release. Failure analysis of (B)(4) revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to a controller during the analysis of the unit. Results revealed that the electrical connection between the batteries and controller was stable. Failure analysis of (B)(4) revealed that the battery passed visual inspection but failed functional testing. The battery was received with multiple flags that rendered the battery inoperable. Supplemental testing revealed that a cell pair's battery can (container) was found perforated. Additionally, corrosion was found due to the internal electrolyte leaking. This observation most likely occurred during the welding process. The most likely root cause of the reported event can be attributed to a battery with a perforated cell. Manufacturer is investigating perforated cells during the welding process. This finding may have contributed to the reported event. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4).  Based on the available information, the most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries and a battery with a perforated cell. Heartware is investigating momentary disconnections.  Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
(B)(4) - expiration date: 11/30/2016. (B)(4) - expiration date: 10/31/2015. (B)(4) - expiration date: 02/28/2017. (B)(4) expiration date: 10/31/2015. (B)(4) - expiration date: 9/30/2015. (B)(4) - expiration date: 02/28/2017. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the patient the battery was switching from one port to the other after software update and battery exchanged. The batteries were exchanged with no effect on the patient. No further information was provided.

Manufacturer narrative:
The batteries were not returned for evaluation. Review of the receiving inspection records confirmed that batteries ((B)(4)) met all requirements for release. The reported event could not be confirmed via testing, but was confirmed via logs. It was reported that the patient was experiencing power switching events. The seven batteries were not returned for evaluation. Log file analysis revealed that the controller in use at the time of the reported event contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each fifteen (15) minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving batteries ((B)(4)). The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. Batteries (B)(4)were returned to the miami lakes facility for evaluation as part of MFR # 3007042319-2016-02006. Analysis of the batteries revealed the devices passed visual inspection and functional testing. Battery - (B)(4) - expiration date: 09/30/2015 - device manufacture date: 09/01/2014, battery - (B)(4) - expiration date: 10/31/2015 - device manufacture date: 10/01/2014, battery - (B)(4) - expiration date: 10/31/2015 - device manufacture date: 10/01/2014, battery - (B)(4) - expiration date: 11/30/2016 - device manufacture date: 11/01/2015, battery - (B)(4) - expiration date: 02/28/2017 - device manufacture date: 02/01/2016, battery - (B)(4) - expiration date: 02/28/2017 - device manufacture date: 02/01/2016. (B)(4).